Manufacturer narrative:
The customer's initial report indicated a flash at the tip then diminished vaporization, which is not considered a reportable issue. The device was returned to the manufacturer and analyzed. Upon analysis of the returned fiber, the fiber cap was found to be drilled through. The cap was also found to exhibit detritus, characteristics and devitrification. The fiber cap condition would prevent proper fiber function, likely resulting in a diffuse beam and reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The component codes fiber and cap refer to the result code thermal problem.

Event description:
The customer reported a flash at the tip of the fiber followed by diminished vaporization at 32,580 joules during a prostate procedure. The case was completed with a second fiber. It was reported that there was no harm to the pt.